Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was being used remotely with the remote support tool to perform threshold testing of the right ventricular (rv) lead prior to placing the patient in appropriate device mode to facilitate a magnetic resonance imaging (MRI) scan. It was noted that when the test commenced the computer screen froze. The patient was visible on the MRI suite monitor and beeping could be heard which increased in response to the higher pacing rate. It was noted that the beeping stayed elevated which led the user to believe that the test was still running; she could not see if the patient had lost capture and she was unable to end the session. The nurse was requested to remove the radiofrequency head (rf head) to terminate the connection and it was considered that the 'lost connection' box of the remote support tool popped up prior to the removal of the rf head however the beeping did not slow until the rf head was removed. The patient was without symptoms and stable. A representative was in the vicinity and interrogated the patient device manually to place it in the appropriate mode to facilitate the MRI scan which was completed without incident. A full ch eck was performed subsequently and all leads were within normal limits. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.